Event description:
During an orthopedic trauma case involving multiple orifs (open reduction and internal fixation) of the right leg, a drill bit broke off while the surgeon was drilling into the patient¿s bone. This drill bit was completely lodged in the bone with no way to recover it and was left in place. Management notified and x-ray confirmed that the drill bit was inside the patient¿s bone. The piece of drill bit that was still in the drill was removed and given to management for follow up. Surgeon states that they will update patient and family post-operatively. From op report: in the process of drilling with a long 2.5 mm drill bit the tip of the drill bit broke inside the tibia and I felt the risk of attempting to retrieve the drill bit was too high. This will be discussed with the family. Manufacturer response for zimmer drill standard 2.5 mm, (brand not provided) (per site reporter) unknown. Manufacturer representative was in or during operation.